Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information and without the returned device to analyze, the reported difficult single gripper actuation appears to be related to the reported gripper line break. However, a cause for the gripper line break could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. A mitraclip xtw was inserted, and grasping was performed. However, after several unsuccessful independent grasping attempts, while the anterior gripper was released and clip inverted, a tear in one of the gripper lines was observed, resulting a single gripper actuation issue. Troubleshooting was performed but the issues continued to occur. Therefore, the clip was removed and replaced. One clip was then deployed, reducing the mr to a grade of 2. There were no adverse patient effects and no clinically significant delay in the procedure.